Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 464 mg/dl and 399 mg/dl at the time of incident. Customer had symptoms such as thirsty and urinating a lot. Customer was treated with insulin pen. Customer reported that the insulin pump had pump error alarm while performing high pressure test and failed battery alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed high pressure test and the test was failed but second time high pressure test was passed as well as performed self test and the test was passed. Customer was using auto mode. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose and pump error alarm. The insulin pump will not be returned for analysis.